Event description:
It was reported that there was a high out of range shock impedance measurement of greater than 200 ohms. It was noted that the impedance measurement had been stable, increased and then had a significant decrease to the 40 ohm range. Technical services discussed possible causes and testing options with the field representative. Two days later another high out of range shock impedance measurement of greater than 200 ohms occurred. Technical services again advised bringing the patient into the office for further testing including isometrics and possible defibrillation threshold (dft) testing. At this time the implantable cardioverter defibrillator (ICD) and rv lead remain in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).